Event description:
It was found that unknown white dirty on the scope connection and it cannot be cleaned. There was no report of patient harm. This event occurred at the time of before use.

Manufacturer narrative:
The user accepted this white dirty. If additional information becomes available, a supplemental report will be filed with the new information.